Manufacturer narrative:
This event occurred in (B)(6). The samples were not available for investigation. No issues were identified during a review of the alarm trace. Some crystallization was identified on the sample probe. This suggests a maintenance issue, which could affect the results. The customer did not observe any foam on the sample or reagent surface. Product labeling advises to clean the sample probe on the e602 module as part of daily maintenance. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
The initial reporter complained of low results for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The initial hcg + b result from the e602 module was 4.28 miu/ml using reagent lot#: 361602 (expiration date not provided). No repeat testing was performed. An ultrasonic was performed, and the patient was not diagnosed as being pregnant. On (B)(6) 2019, a new sample was obtained and the hcg + b result from the e602 module was 0.100 miu/ml with a data flag using reagent lot 329446 (expiration date not provided). No repeat testing was performed. An ultrasonic was performed, and the patient was not diagnosed as being pregnant. On (B)(6) 2019, in another hospital, the patient had an ultrasound performed and the results indicated the patient was 18 weeks pregnant. A sample was not obtained for testing at this time. Since the patient could not remember the date of her last menstruation, the actual week of gestation cannot be clearly determined. It cannot be determined whether the patient was at a measurably pregnant state at the time of the e602 results. The e602 module serial number is (B)(4).